Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump not working after being exposed to moisture. Customer states that o-ring is not in place and not free of debris. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged blank display and moisture exposure found on (B)(6) 2021. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace and history files using thus due to blank display. The pump was cut open to perform a visual inspection. Corrosion and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex cable, vibrate harness assembly, motor, force sensor. Also, found the j1 connector broken off of pcba 2 due to the corrosion and corroded battery tube during the visual inspection. A test pcba 1 was swapped out, cleaned pcba 2 with isopropyl alcohol, and the blank display persist. Blank display is due to corrosion and moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to download is due to blank display. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked retainer, and pillowing keypad overlay. Blank display, moisture damage, and unable to download are confirmed due to corrosion and moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.